Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On dec 03rd, 2019 senseonics was made aware of an event where the sensor broke into two (2) pieces during the removal procedure. One of the pieces was removed in the first attempt and the remaining piece was removed during second attempt.

Manufacturer narrative:
The sensor was broken into two pieces during the procedure first half of the broken sensor was removed on (B)(6)2019 and second half of the broken sensor was removed on (B)(6)2019 .patient was doing well.no further investigation is required. H6 result code updated to 3221. H6 conclusion code updated to 4311.